Event description:
On july 13, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter had segments missing from the characters on the display. The medical affairs specialist (mas) spoke with the patient on july 14, 2006 to obtain and verify information. On july 2, 2006 at 5:30 pm, the patient noted there were segments missing from the display on the reported meter; he was unable to discern the blood glucose reading. At that time, the patient was experiencing symptoms of heat stroke, as it was very hot day. He was not experiencing any symptoms of high or low blood glucose levels. The patient has had heat stroke previously, which contributes to him being hypoglycemic. The patient took no action following the use of the meter. As the patient was unable to obtain a blood glucose reading on the reported meter, his co-workers contacted emergency services. The paramedics obtained blood glucose readings of 35 mg/dl and 87 mg/dl. The patient was treated intravenously with glucose. The patient was transported to the emergency room, where his blood glucose level was tested to be 120 mg/dl. The patient continued the intravenous glucose treatment and was also given orange juice. The patient was discharged from the emergency room when his blood glucose level was 200 mg/dl. This was the first time the patient noticed the missing segments on the meter. Earlier on that day, he had obtained blood glucose readings as expected, ranging from 150 mg/dl to 300 mg/dl. The patient takes lantus insulin 25 units at 3:00 am, and regular insulin 10 units at 11:00 am, 5 units at 4:00 pm and 10 units at 9:00 pm. The patient tests his blood glucose level four to seven times per day. The meter, test strips and control solution were replaced. While hypoglycemic, the patient was unable to obtain an actionable blood glucose reading due to the missing segments on the meter. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.